Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate shock due to oversensing noise. No intervention was performed. The patient was in stable condition.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate shock. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products.